Manufacturer narrative:
(B)(4). During overview of the complaint, it was discovered in the event history on (B)(4) 2011 that failure code 550:320:654:0000 occurred twice during power up. This event did not cause an interruption during delivery.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During the product evaluation of a colleague infusion pump for another report, it was discovered that failure code 550:320:654:0000 occurred twice during infusion, which caused an interruption during delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.